Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's wife reported via phone call of display anomaly from the insulin pump. The customer's blood glucose reading was unknown. The wife stated that her husband's pump started blacking out over the weekend. The customer stated that the pump turned on and off. The customer used lithium batteries. The customer changed the battery and it has not done anything. The customer will call back to troubleshoot for the pump.